Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon(s) came apart upon removal and tampon pieces remained inside of her. She is not sure how many tampons were affected. She was unsure if any pieces remained. She self diagnosed with a yeast infection and it cleared up on its own. She saw her gynecologist who verified that no pieces remained. We followed up with the consumer three times over a span of three weeks. Consumer reported she was doing fine. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.